Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2020, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the cartridge compartment was damaged.